Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawers 2.1 and 2.2 on the main had failed and would not recover. A field service engineer (fse) confirmed that customer reported rebooting the machine six times to bring drawers 2.1 and 2.2 back on the bus; however, the station still displayed failed hardware upon their departure. Upon fse inspection, no hardware failure icons were present on the splash screen. While remotely connected, fse observed a user successfully removing medication from drawer 2.1 and confirmed with customers that medications were accessible via cubie maps and inventory count. Further inspection showed all light emitting diode functioning as designed and user access was confirmed. The fse replaced the controller in the drawers and verified operation via hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawers 2.1 and 2.2 were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawers 2.1 and 2.2 were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.